Manufacturer narrative:
Method: visual inspection; functional inspection; conclusion: no issue was found with this xia 3 titanium polyaxial screw as it was determined to be a concomitant.

Event description:
It was reported that five days post op an x-ray was made to check the patient. A dislodgment of the road on three screws on the right side was noticed.

Event description:
It was reported that five days post op an x-ray was made to check the patient. A dislodgment of the road on three screws on the right side was noticed.